Event description:
Hosp advised that the pump alarmed as intended and displayed "communication error". The system continued to infuse at the programmed rates. There was no pt consequence. No further info was available.